Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, red particles, red particles in the surface of the shell and underweight. A microscopic analysis was performed which identify an opening striated in the posterior/anterior side. Based on the device analysis the final assessment is: two striated opening in the posterior side assessed as surgical damage. A striated opening in the anterior side assessed as surgical damage.

Event description:
Patient reported left side ¿encapsulation of breast with skin discoloration, pain, it is rock hard, all the symptoms that are mentioned in the recall¿. Healthcare professional additionally reported "swap out the textured implants as she has developed capsular contracture" baker grade unknown. Upon removal healthcare professional reported left side ruptured. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted, upon removal healthcare professional reported left side ruptured.

Event description:
Healthcare professional reported capsular contracture" baker grade IV.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: encapsulation of breast with skin discoloration, pain, it is rock hard, all the symptoms that are mentioned in the recall.

Event description:
Patient reported left side ¿encapsulation of breast with skin discoloration, pain, it is rock hard, all the symptoms that are mentioned in the recall¿. Healthcare professional additionally reported "swap out the textured implants as she has developed capsular contracture" baker grade unknown. The device remains implanted.